Manufacturer narrative:
The part and lot numbers provided did not match up, therefore, manufacturing and expiration dates will not be provided.

Event description:
It was reported that a revision left knee surgery was performed due to implant fracture. During the surgery it was discovered that the baseplate was fractured in five or six pieces and revealed metallosis and synovitis. Extensive synovectomy was performed during the revision.

Manufacturer narrative:
The associated complaint device was not returned. It was also noted that the incorrect batch number was provided for the associated device. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.